Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose level was 41 mg/dl. Customer reported having a low blood glucose event where she had a car accident. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with ambulance administered glucose gel. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.